Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 07/31/2013. The strip lot # d6161004-1 was manufactured on 10/04/2016 and expired in 10/2018. Ok biotech received no complaints from same manufacturing batch of strips . We tested the retain strips of same batch from our warehouse. The control solution tests for level low were 58/60 mg/dl; for level high were 258/243 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass . We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 4:30 pm after the end user alleged that he received the wrong blood glucose result from his prodigy diabetes meter. The end user was experiencing symptoms of having a low blood glucose reading. His speech was slurred and he was not able to raise his arms or move efficiently. The paramedics were called and upon their arrival a blood glucose test was performed with their meter and the result was 60 mg/dl. A blood glucose test was also performed with his prodigy diabetes meter and the result was 338 mg/dl. The paramedics administered an IV drip to assist in stabilizing his blood glucose level and it was determined that he did not require transport to the ER. No additional details were provided in regards to this medical event.

Event description:
This is a supplemental report to initial report 3005862821-2018-00005 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from prodigy diabetes care on jan.30, 2018 and an investigation results of the suspect devices were completed by ok biotech.

Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. Okb tested the standby current of returned meter, the result was 12.4 a. The criteria is <55 a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 51/54 mg/dl, for level high were 230/235 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~300 mg/dl. All results were within the acceptance range. Pass. Because patient did not return his strips, we tested our retain strips from warehouse(same as patient's strip, lot number:d6161004-1 ) with patient's returned meter and our in house control solution. The control solution tests for level low were 59/58 mg/dl; for level high were 242/238 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~300 mg/dl. All results were within the acceptance range. Pass .